Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing. No intervention or programming changes were reported. The patient had no consequences.